Event description:
It was reported that a skin reaction had occurred. The wearable was inserted into the arm on (B)(6) 2025 . The patient experienced a skin reaction at the site of cgm sensor insertion in the arm. The reaction occurred on the same day the sensor was placed and involved inflammation and infection at the needle puncture site. The affected area developed swelling and formed a lump. A physician evaluated the condition and prescribed oral antibiotics: apo-sulfatrim 40 mg, to be taken twice daily. At the time of this report, the patient was reported to be in good condition. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).